Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm or changed the pump supplies to address the issue. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.